Event description:
It was reported that the device was programmed by distributor and sent to a cancer center for infusion of chemotherapy. The reporter stated when the pump was received by cancer center and the software had reverted to default settings and required the smiths medical default code to access the program (rather than the expected customized code). The infusion was started after the settings were reprogrammed. No adverse effects to patient.

Manufacturer narrative:
Investigation results completed on a smiths medical cadd solis 2120 pump. Pump arrived to for repair and investigation in good physical condition. Event log revealed alarms and substantiated 'patient data lost." When evaluations and tests were done upon powering up the complaint, it was verified and duplicated patient data lost. The cause was isolated to faulty main board. Once replaced ,the device passed all functional and delivery testing. Unknown what caused the pump to loose program.

Event description:
Investigation results completed on cadd solis vip 2120 pump.